Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator had a coin battery issue. The customer has not provided patient involvement information. The ventilator was returned for evaluation and the customer reported issue was confirmed. It was reported that the lithium metal coin battery was depleted. All electric potential measurements were made.